Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiovascular implantable electronic device (cied) change out procedure peri-operative ventricular ta chycardia (vt) was induced through the implantable cardioverter defibrillator (ICD) with the mobile programmer. When the user switched from the analyzer application to the ICD application on the mobile programmer the mobile programmer froze and it was not possible to program the ICD to deliver therapy to treat the vt. The patient experienced palpitations. The user restarted the mobile programmer and reconnected the mobile programmer components. The ICD was interrogated and pacing therapy was delivered. It was noted that the time from the onset of the vt to the therapy delivery was approximately five to seven minutes and the vt was hemodynamically tolerated throughout. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer froze was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.